Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Conclusion: the analysis found that one ec60a device was returned in good visual condition and with no cartridge reload present. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The reported event could not be confirmed as no strange noises were heard during functional testing.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, while closing the instrument, there was a cracking noise. The surgeon tried to open the instrument, but could only be opened with application of excessive force. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.